Manufacturer narrative:
Functional testing revealed that there was a speaker malfunction inop and there was no sound coming from the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective loudspeaker assembly. The reported problem was confirmed. The speaker assembly was replaced to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. E1: reporter institution phone number (B)(6).

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that there was a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.